Event description:
Complaint notes: possible capture issue noted on lv lead. Lv capture management determined that threshold increased by 0.75 v from (B)(6) 2022 to (B)(6) 2022. This increase was greater than amplitude safety margin (+o.s v) and may have compromised capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).